Manufacturer narrative:
A review of the device batch history records for product lot 25k438 was completed. All in process tests including pressure testing, sterility testing, and the final visual inspection met the requirements outlined in ps 001, processing the artegraft. No manufacturing deviations or issues were identified that could have contributed to the reported event. A review of the complaint history found no additional complaints associated with this lot or similar issues with other devices. Based on all information available, the graft was fully functional as intended at release. 100% of grafts manufactured are pressure tested and then visually inspected by two lemaitre technicians prior to release; it is not likely that a defect would have passed the inspection release process. A definitive root cause cannot be determined with the information provided. Additional details as of 02jul2026 have not been provided to lemaitre. The graft was returned, but not in condition suitable for evaluation. Current risk controls, which include the instructions for use (IFU) ls 012, supplied with each graft in accordance with ps 001 and also available digitally are considered adequate to mitigate these risks. If additional details become available that may impact the conclusions of this investigation, a follow up report will be issued. Based on the batch documentation and complaint trend review, there is no evidence of a systemic device issue, and no further corrective actions are required at this time. All product quality and clinical performance indicators will continue to be monitored as part of routine quality assurance processes. No related ncmr (nonconforming material report) or CAPA (corrective and preventive action) was identified, and current lemaitre risk controls remain appropriate.

Event description:
Vein dilated with leaks prior to implantation.